Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure, a header issue on the right ventricular portion of the device was suspected. High impedance was observed. Physician believed normal header appearance via visual inspection. The analyzer lead impedance was normal. Silicone oil was used to insure the lead was able to go all the way in the header and impedance remained high. A new device was implanted, and the lead impedance was normal. Patient was stable post-procedure.

Manufacturer narrative:
The reported device header anomaly and high impedance was confirmed in the laboratory. The device was tested, and a torque driver was unable to engage the right ventricular set screw normally. Visual inspection identified septum material inside the set screw hex cavity, and the set screw was stripped. The set screw to lead connection was poor due to the stripped set screw which resulted in the high impedance.